Event description:
Complainant alleged that while treating a conscious male pt in cardiac arrest, the device issued a "shock advised" prompt and the clinician administered the shock to the pt. The pt indicated to the clinician that it hurt. Please note that the device was connected to a pt that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.